Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not reproduce system error 345. A review of the event history log revealed no system error 345 messages. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The cause was found to be attributable to upstream thermistor sensor to be out of specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.